Manufacturer narrative:
A bci field service engineer replaced a tubing. Repair per established procedures was verified. The slidemaker operation after the repair was verified. All results met the published performance specifications. System validation was documented in the customer's qc record. The root cause for this event was a leak found on the tubing.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a bloody fluid leak in coulter lh 780 hematology analyzer. The leak was coming from the sample aspiration module for the slide maker and some leaked onto the counter. The operator was wearing personal protective equipment, and followed the standard lab protocol to clean up the fluid from the counter. The operator did not attempt to clean the instrument. There was no exposure to mucous membrane or open lesion. Medical attention was not sought. The msds was not reviewed but is readily available. There is an exposure control or risk management plans in place at the facility. There was no death or injury associated with this event.